Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 3.75 x 20 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion; however, the balloon failed to inflate. The bdc was removed and an attempt to inflate it outside the patient was made to 18 atmospheres; however, this too failed. The indeflator was successfully used with a non-abbott balloon catheter to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported inflation issue, but did identify a stretched shaft outer member. The balloon was pressurized to rated burst pressure without difficulty. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the manufacturing process. No action is needed at this time as preventative actions were previously implemented and the complaint rate for this issue continues to decline. Av will continue to trend the performance of these devices.